Manufacturer narrative:
(B)(4). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured after filling. The device was filled with 10 ml of sodium chloride and 50 ml of fluorouracil. There was no patient involvement. No additional information is available.